Event description:
It was reported during ongoing use, that right atrial (ra) lead had dislodged. The physician tried repositioning the lead; however, the helix was unable to be manipulated in order for repositioning to work. Therefore, the lead was exchanged to a new one. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Additionally, visual inspection revealed no abnormalities, as the lead tip appeared normal. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of the dislodgment issue. Laboratory analysis was able to confirm the helix allegation based on the field report and the finding of dried blood in the helix housing. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during ongoing use, that right atrial (ra) lead had dislodged. Surgical intervention was performed, and the physician tried repositioning the lead. The helix was unable to be manipulated in order to reposition and fixate the lead. Therefore, the lead was exchanged for a new one. No adverse patient effects were reported.